Manufacturer narrative:
B5 of the initial report previously submitted should have stated below: philips received a complaint from the customer on the v60 ventilator indicating that the device did not recognize the oxygen (o2) e-cylinder tank. The device was in use on a patient at the time the reported issue was discovered; however, there was no report of harm to the patient or user. The customer indicated that when in the pneumatics screen, the device was showing 52psi (pound per square inch), but when the o2 was set to 100% and the flow was set to 10, the inlet pressure went to 22psi. The customer planned to check with respiratory to see if the right e-cylinder tank was used.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device did not recognize the oxygen (o2) e-cylinder tank. The device was in use on a patient at the time the reported issue was discovered; however, there was no report of harm to the patient or user. The customer indicated that when in the pneumatics screen, the device was showing 52psi (pound per square inch), but when the o2 was set to 100% and the flow was set to 10, the inlet pressure went to 22psi. The customer planned to check with respiratory to see if the right e-cylinder tank was used. The customer also stated that the flow sensor assembly may need to be replaced as the average air reading was 1.4 slpm when the flow was set to zero.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.